Event description:
It was reported that fluid was collecting at the pump pocket site as well as in the area of the spinal incision. The patient was taken to surgery and both sites were explored. The catheter was intact and patent. The healthcare professionals concluded that csf was leaking and tracking along the catheter and primarily collecting in the pump pocket. Both the pump and catheter were removed per the patient's wishes. The pump was used to deliver hydromorphone.

Manufacturer narrative:
(B)(4).